Manufacturer narrative:
Further information was requested but not received yet.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, pericardial effusion was noted while mapping with the device. The device implant was abandoned, and pericardiocentesis was performed on the patient. The patient was recovering.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the device suddenly dropped slightly into the apical region while mapping, and a pericardial effusion was then confirmed by echocardiogram. The device implant was abandoned, and a pericardiocentesis was performed. The patient was recovering.

Manufacturer narrative:
Correction to b5, section d4, h4 and g3. The g3 of the previous report should have been 24 jun 2025 instead of 29 jun 2025 for report MFR #2017865-2025-94550.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Field complaint of trying to get docking cap to insert into loading tool was not confirmed. Visual inspection of the device found the helix was within normal specification. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.